Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex monorail (mr) balloon catheter was received in the hoop with the product shelf carton. There was contrast in the wire lumen and balloon. Inspection of the balloon revealed a longitudinal tear in the balloon wall material measuring 11mm long. The tear started above the proximal markerband and extended most of the length of the balloon. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous mid right coronary artery (rca). After the rca was treated with rotational atherectomy, intravascular ultrasound was performed. The 3.0x12mm nc quantum apex balloon catheter was then advanced to the target lesion and inflated twice to unknown atms. The balloon ruptured at 3 atm on the third inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous mid right coronary artery (rca). After the rca was treated with rotational atherectomy, intravascular ultrasound was performed. The 3.0x12mm nc quantum apex balloon catheter was then advanced to the target lesion and inflated twice to unknown atms. The balloon ruptured at 3 atm on the third inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.